Event description:
Patient previously implanted with peek implants on (B)(6) 2012. Patient also previously treated for cfs leak on (B)(6) 2012 and for infection on (B)(6) 2012. Patient was seen again on (B)(6) 2012 for continuous drainage of wound. Patient admitted to hospital for incision and drainage of wound, removal of peek implant, and repair of pseudomeningocele wound infection. Patient to receive IV vancomycin for 4 weeks and bactrim ds for 8 weeks. Gk srs in (B)(6) 2012. Patient infection has cleared since explant of device.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records have been requested. Please note mw MFR # 2520274-2012-01461 refers to the csf leak event. Mw MFR # 2530088-2012-00507 refers to the draining yellow purulent drainage from the incision and the physician treatment with nylon stitches at incision site of drainage.